Event description:
It was originally reported the patient¿s deep brain stimulation (dbs) was a ¿catastrophe.¿ additional information stated the patient ¿had a severe stroke when coming out of anesthesia after dbs was implanted.¿ it was further reported the patient ¿was worse off after dbs was implanted than before getting the device.¿ it was stated the ¿patient¿s issues had not resolved and were still ongoing.¿ additional information has been requested. A supplemental report will be filed if additional information becomes available. Please see MFR. Report #3004209178-2013-09281 for information on the patient's other device.

Event description:
Additional information reported that it was unknown if the device had been turned on when the patient had the stroke. The stroke was believed to be not device related ¿per se.¿ the patient did not have a history of stroke. The stroke occurred after implant, while the patient was still being hospitalized. The patient was experiencing paralysis on one side following the stroke, and was currently going through physical therapy. The patient¿s condition was improving.

Manufacturer narrative:
Concomitant products: product ID 37603, serial# (B)(4), product type implantable neurostimulator; product ID 3708660, serial# (B)(4), product type extension; product ID 3389s-40, lot# va04g0l, product type lead; product ID 3708660, serial# (B)(4), product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3389s-40, lot# va03ykj, product type lead; product ID 37603, serial# (B)(4), product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).